Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had several noted power spikes. There were two episodes where there were low voltage alarms in conjunction with the power cable being disconnected. The system controller and power module patient cable were exchanged. The patient was given medication and was being monitored for suspected pump thrombus.